Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified plum infusion pump. The reporter stated the pump was set to delay for 10 minutes while the antibiotic was to be run over 5 minutes, then flushed because tpn and ampicillin are not compatible. A delay arose with the ampicillin medication where the staff needed to wait for a vial of sterile water from the pharmacy so resource nurse changed pump settings to continue to run. Later the pump was alarming, so the nurse went to check and noticed the pump was not running. The pump somehow defaulted back to delay and the infant did not receive the tpn for about 40 minutes. There was patient involvement, however, no specific harm was reported as a consequence of this event. No other information is available.